Event description:
The following was reported to davol by the pt's attorney: ni/ni/2005 - three bard devices were used to repair the pt's hernia defect. On (B)(6) 2011 - the pt underwent surgery to repair the defective patch. Attorney alleges disability, additional surgery, pain, and defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. No lot number has been provided by the p's attorney; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00585 for info related to the composix kugel mesh ((B)(4)) implanted in 2005. See MDR 1213643-2012-00586 for info related to the ventralex mesh implanted in 2005.